Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was extended and dried blood filtration was noted in the helix housing and there was tissue entwined on the helix. The helix mechanism was tested and the helix was unable to be retracted, most likely due to the blood infiltration. Resistance testing was completed to assess lead electrical performance, and the measurements were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory analysis was unable to confirm the observations of dislodgement and the helix being retracted. The lead was returned with the helix extended.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a patient follow up four days after this right atrial (ra) lead was implanted, pacing thresholds had increased to above 7.5 volts. A chest x-ray was performed and it revealed that the ra lead had dislodged. The physician suspects that the helix may have retracted. A lead revision was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.